Manufacturer narrative:
Six days after event onset the patient was discharged from the hospital and antibiotic therapy was completed early in the following month and the patient was recovered from the event. The patient remains on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as ¿the pd connection technique was not good¿. The event was manifested by abdominal pain, malaise, and nausea. On the same day as the event onset, the patient started treatment with intraperitoneal amikacin (100 mg daily) and intraperitoneal cephazoline (1g daily) for peritonitis. Two days later, the patient did not improve and the amikacin and cephazoline were discontinued. That same day, the patient was hospitalized for removal of the catheter. The following day, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.